Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision quality. Clinical reason being unable to improve vision to better than 20/30 with glasses. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Clinical reason for explant is unable to improve vision to better than 20/30 with glasses. The company lens with 16.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).